Event description:
It was reported that when the subject device is articulated/flexed the image cuts out. The reported malfunction occurred during set up and inspection for use prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on historical data, possible causes include electrical/electronic component problem. The most probable cause of this complaint is traced to d02 - cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.